Event description:
The dealer stated the locking nuts which hold the wheel lock bolts keep on loosening and at one time bolt came off the assembly. Tech advised that they have indeed placed some loctite but did not address the issue. Sunrise medical does not recommend the use of loctite on the hardware related to wheel locks.

Manufacturer narrative:
Background information: quickie iris wheelchair owner manual, rev. D states: "warning! Rear wheel locks are not designed to slow or stop a moving wheelchair. Use them only to keep the rear wheels from rolling when your chair is at a complete stop. 1. Never use rear wheel locks to try to slow or stop your chair when it is moving. Doing so may cause a fall or tip-over 2. To keep the rear wheels from rolling, always set both rear wheel locks when you transfer to or from your chair. 3. Low pressure in a rear tire may cause the wheel lock on that side to slip and may allow the wheel to turn when you do not expect it. 4. Make sure lock arms embedded in tires at least 1/8 inch when locked. If you fail to do so, the locks may not work. If you fail to heed these warnings damage to your chair, a fall, tip-over, or loss of control may occur and cause severe injury to the rider or others." Quickie iris wheelchair owner manual, rev. D states: "warning! Wheel locks are installed at sunrise and should be adjusted by your qualified service person. Inspect wheel locks weekly per the maintenance chart. Do not use your chair unless you are sure both wheel-locks can fully engage. A wheel-lock that is not correctly adjusted may allow your chair to roll or turn unexpectedly. Wheel-locks must be adjusted after making sure the tires have the correct air pressure. When fully engaged, the arm should be imbedded into the tire at least 1/8" to be effective. If you find the wheel locks have slipped or are not working correctly contact your service provider for proper adjustment." Quickie iris wheelchair owner manual, rev. D states: "we warrant all sunrise-made parts and components of this wheelchair against defects in materials and workmanship for one year from the date of first consumer purchase." Discussion: in evaluating the complaint, the dealer reported the end user stated the left-side wheel lock was loose. The dealer reported the end user stated the wheel lock will engage but will not stay secured in the locked position.